Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the mini drawer main1 sub drawers 3 (1x1) had been clicked and was misaligned. A field service engineer cleaned the tray and sensor tracks to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis anesthesia es system, the drawer jammed and was unable to recover, which hindered users from accessing medication for a patient. The customer attempted to resolve the issue by recovering the failed storage space and rebooting the station; however, the drawer remained jammed. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.